Event description:
It was reported that the surgeon was tightening the screw to the plate and the screw head broke off. The surgeon then put in a second screw in a different hole without any problems. When the surgeon was tightening the third screw to the plate, the screw head broke off the third screw. The surgeon then switched to a self-tapping screw and used a twist drill before inserting.

Manufacturer narrative:
Device was not returned for evaluation as it was discarded. If additional information is received, it will be reported on a supplemental report. Device was discarded.